Manufacturer narrative:
(B)(4).

Event description:
The device was returned and its evaluation is complete. The complaint was confirmed; there was a break in the graft cover. The cause of the break appears to be due to significant force being applied to the graft cover, which may not have been appropriately translated to the distal end of the device due to a delivery system kink. The root cause of the event cannot be conclusively determined; however, due to the damage observed to the delivery system, patient anatomy combined with device manipulation likely contributed. Based on the analysis, the event does not appear to be manufacturing related. Review of angio¿s at implant revealed that the access vessels appeared tortuous; bilaterally. From the right side, the bifurcate was implanted just below the level of the renals. The contra gate was released and the rest of the ipsi limb was deployed. The contra limb was then implanted into the left iliac. An ipsilateral limb extension was then seen implanted, extending 4 ¿ 5 stent rings, followed by the implant of an additional ipsi limb extension extending 4 ¿ 5 stent rings beyond the 1st extension. Images during positioning and deployment of both ipsi limb extensions were not provided. Final angio showed no endoleak or any stent graft issues. The cause of the reported ipsilateral stent graft deployment difficulties event could not be determined from the images provided. I mages during implant of the extension with the broken graft cover were not seen on the films, and the actual event could not be assessed. The films did not show the delivery and implant of either of the 2 implanted ipsilateral extensions; only images after the extensions were implanted were returned for review.

Manufacturer narrative:
Unable to determine cause.

Event description:
An endurant stent graft system was inserted for use in the patient for the endovascular treatment of a pre-operative 7mm abdominal aortic aneurysm rupture. Aneurysm and vessel morphology was reported as the diameter of the proximal aortic neck was 33mm and 23mm in length. It was reported that during the index procedure and while the physician was attempting to deploy the ipsilateral extension the graft cover was not responding to the rotation of the blue handle and the graft cover was not moving down. The physician indicated that deployment was being done per the instruction of use and only the last stent of this extension was deployed. The physician removed the delivery system from the patient by arteriotomy, and during this procedure a little bleeding occurred. The same route was used to deploy another ipsilateral extension which was deployed successfully. The procedure was completed without any evidence of endoleak. No additional clinical sequelae were reported and the patient is doing fine. The review of a single returned pre-implant 3d cta revealed that the patient had tortuous iliac arteries; bilaterally. An image post -deployment showed that only the most distal stent of the left limb extension was fully deployed in the iliac, and the majority of the stent graft was still retained within the graft cover. A final angio image revealed that the ipsi limb and another extension were implanted into the right iliac artery, and the contra limb was placed into the left iliac. No endoleak or any stent graft issues could be seen. Several photos of the delivery system after removal from the patient showed that the majority of the stent graft was still within the graft cover, with the exception of the most distal 2 stents which appeared fully deployed. This may have occurred due to a broken graft cover; however, the cause of the possible graft cover break could not be determined from this photograph.